Manufacturer narrative:
This report is filed march 24, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient was administered general anesthesia and the excess skin was excised. During the same procedure a longer abutment was placed. The implanted device remains.